Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 202 mg/dl. The customer continued to have issues with his insulin pump after receiving a new battery cap. The customer was in a car accident and noticed the insulin pump was working properly, until he received a low battery alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.